Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer initially encountered issues reloading the original cartridge, but with assistance from technical support, they successfully filled a new cartridge and completed the load process, allowing them to resume insulin delivery.